Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device indicates the peel-away sheath body damaged during use.

Event description:
The customer reports that the sheath introducer buckled upon insertion.

Event description:
The customer reports that the sheath introducer buckled upon insertion.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath/dilator assembly for analysis. No definite signs-of-use were observed. Visual analysis revealed that the sheath tip was damaged. Microscopic examination revealed confirmed the defect and revealed white stress marks around the damage. This damage is consistent with undue force being applied while introducing the sheath. No other defects or anomalies were observed. The total length of the sheath body measured to be 2 3/4" , which is within the specification limits of 2 5/8"-2 7/8" per the catheter peel-away graphic. The peel-away outer diameter measured 0.0791", which is within the specification limits of .078"-.084" per the catheter peel-away extrusion graphic. The peel-away inner diameter at the proximal end measured .066", which equals the specification limits of .061"-.071" per the catheter peel-away extrusion graphic. The returned dilator was able to advance and retract from the returned sheath with minimal resistance. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw tissue dilator until the sheath is well within vessel to reduce the risk of damage to sheath tip." The customer report of a damaged sheath was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the sheath tip was damaged. White stress marks were observed indicating undue force was applied while introducing the sheath. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received and the customer report, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.